Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, while unpacking the device, staff observed the hemopro jaw boot coating was shredded on the tip. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw boot insulation had multiple cracks. Both the hot element and cold boot appeared to be unused. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.